Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the combination reamer shaft became bound on the guidewire during reaming for the lag screw. The guidewire was subsequently passed through the acetabulum as a result.

Manufacturer narrative:
The reported event that guide pin, threaded tip omega ø2.8mm x 230mm was alleged of issue (component/device stuck) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on product experience, some of the probable causes could be: damaged/bent components (insufficient refurbished), hcp hits unintendedly the components (use error), incorrect order of disassembly steps. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. A review of the labeling did not indicate any abnormalities.

Event description:
It was reported that the combination reamer shaft became bound on the guidewire during reaming for the lag screw. The guidewire was subsequently passed through the acetabulum as a result.